Event description:
As reported, the balloon of a 6/7 mynxgrip vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved through manual compression. There was no reported patient injury. The deployer was mynx certified. Femoral vessel suitability was verified on angiography, including appropriate insertion angle of 30¿45 degrees. The device was used in the femoral artery, which was confirmed to be arterial in type and measured at least 5 mm in diameter. There was little vessel tortuosity and moderate presence of pvd or calcium at the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. No visible damage was observed at the distal end of the sheath after removal. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6/7 mynxgrip vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved through manual compression. There was no reported patient injury. The deployer was mynx certified. Femoral vessel suitability was verified on angiography, including appropriate insertion angle of 30¿45 degrees. The device was used in the femoral artery, which was confirmed to be arterial in type and measured at least 5 mm in diameter. There was little vessel tortuosity and moderate presence of pvd or calcium at the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. No visible damage was observed at the distal end of the sheath after removal. A non-sterile mynxgrip vascular closure device (6/7f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be closed, with no syringe returned for this evaluation. No catheter sheath introducer (csi) was returned for this evaluation. The sealant was exposed on the catheter shaft, and the advancer tube was in manufacturing position. The inflation/deflation test was executed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. The deployment test could not be performed since the sealant was received exposed. However, to verify the functionality of the remaining components, a shuttle displacement test was carried out. Prior to performing this test, the sealant was manually removed. A shuttle advancement and retraction were then performed to confirm proper operation of the device¿s mechanism. The shuttle was observed to move smoothly in both directions without any abnormal resistance or friction during the procedure. During this evaluation, it was also confirmed that the advancer tube was properly deployed. The reported ¿balloon balloon loss of pressure¿ was not observed during analysis of the returned device as the balloon was able to be inflated and deflated with no issues noted. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported failure since the returned device did not match the event description. It was reported that the balloon of the device ruptured during the procedure; however, the device was received with the balloon fully functional as the balloon inflated and deflated as expected. Additionally, it was noted during analysis that the sealant was exposed on the catheter shaft and the advancer tube was found in its manufacturing position. However, as the customer did not report an issue with the sealant position or deployment, it is likely that this condition occurred due to handling factors after the procedure. It is unknown what issue the customer may have experienced with this product. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As per the instructions for use (IFU), the safety and effectiveness of the mynxgrip has not been established in patients with small femoral arteries (less than 5mm), or patients with clinically significant peripheral vascular disease in the vicinity of the puncture. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. The product analysis does not suggest that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.